Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing shocking/jolting sensation with certain body positioning. The device was relieving the patient's symptoms; she didn't have to go as often as before she had the device implanted. Additional information was requested.